Event description:
It was reported to philips that the system was intermittently unable to perform fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment was being performed when the issue occurred and was completed as planned by pressing the foot switch repeatedly, as the issue was intermittent. The philips field service engineer (fse) visited system onsite and confirmed the reported issue. Upon troubleshooting, the fse determined that the application software froze during patient data transfer to pacs when the foot switch was pressed. The fse performed database consistency repair as a temporary measure. To resolve the issue completely, the fse updated the application software from version r8.2 to r8.2.102, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The clinical procedure was completed as planned by pressing the footswitch again, as the issue was intermittent. A scenario where the procedure was completed as planned, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.